Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving unknown baclofen (500mcg/ml at 419.96mcg/day) via an implanted infusion pump. It was reported that the patient's pump had been alarming. The patient was reportedly due to be refilled on (B)(6) 2020 but cancelled the appointment because of everything that was going on. On (B)(6) 2020 the pump started alarming, so the patient called their hcp and they refilled the pump on (B)(6) 2020. The hcp said the battery was ok and told the patient that the pump alarm never should have gone off because the patient had plenty of medicine in the pump when the medicine was pulled out. The patient thought that the hcp updated the pump when the refill occurred. The pump was reportedly still alarming on (B)(6) 2020. The alarm was a single tone and went off every 10 minutes. The patient confirmed hearing the critical alarm. The patient did not have a print out to check if the pump was updated at the last refill and did not have a personal therapy manager (ptm). Additional information received from the hcp indicated that upon interrogation, the pump logs read that multiple motor stalls and recoveries had occurred. The first log read (B)(6) 2020 motor stall recovery, so it was reasonable to believe that the first stall occurred sometime in (B)(6) 2020. Per the logs, the stalls started occurring again on (B)(6) 2020 and there were many stalls and recoveries since then. The hcp indicated that the patient had "lots of spasms." The hcp requested assistance in programming the pump to minimum rate. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the hcp on 2020-apr-16. It was reported that actions taken to resolve the issue included the patient being referred to the surgeon for replacement.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-jun-16. The hcp stated the patient's pump had to be replaced because it "went bad" and was "going on and off."

Manufacturer narrative:
H6 correction: the evaluation code-conclusion for this event has been corrected to reflect that this device has not been returned for analysis to determine the root cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.